Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (330 mg/dl). Customer stated he does not bolus as often as he should, and at times he would eat and would forget to bolus after. Customer delivered a correction bolus to stabilize blood glucose levels.